Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had automatic inflation failed. No patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field : b5 , g4 ( 510 k ). Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. The hospital found a third-party repair company to repair it.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had automatic inflation failed.no patient harm reported . The customer replaced the machine for use.